Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via device image. The multiple hv charges resulted in errors which caused a device reset and the subsequent backup vvi mode. The root cause of the resets was an anomalous component on the hybrid.

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate therapy due to afib with rapid ventricular response. Upon interrogation, the device was in backup vvi mode. The device was explanted and replaced.